Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Product: emdr01 implantable pulse generator, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. It was noted that the device model does not havecapture management so no capture threshold trend is available.

Event description:
It was reported that the right ventricular (rv) lead threshold had increased at a 12 month follow up visit. It was noted that the patient is part of the minerva clinical study. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.